Event description:
The hospital reported that during a coronary artery bypass graft surgery, when the surgeon deployed the seal into the aorta, the seal jammed inside the deployment tube. The replacement seal was used to complete the procedure. No pt complication was reported.

Manufacturer narrative:
Investigation details: the visual inspection revealed that seal subassembly was left in the loader and the delivery device was outside of the loader. The plunger has not been activated. Based upon these findings, the reported complaint should have been for the heartstring seal did not load. Since the device lot number was unk, a review of the finished device lot history record prior to three months shipping data to this account has been completed. There was no nonconformance, which could have attributed to this complaint.